Manufacturer narrative:
Corrected information: b5- cycler not returned for this reported event (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak from the cycler¿s cassette compartment when removing the cassette from the cycler at the end of pd treatment.it was reported that there was fluid within the cycler on the date of the occurrence but she did not call fresenius technical support on that date, therefore, the cycler was not returned for the event captured in this report. A new cycler was issued to the customer two days later after they reported a similar occurrence on(B)(6) 2020. Upon follow up, the patient reported that she was receiving multiple patient line is blocked alarms and air detected in cassette alarms during unknown phases after drain 0. She indicated that she cancelled treatment because she was unable to bypass these alarms and it was when she was removing the cassette that she noticed the fluid leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is a pinhole on the cassette¿s thin film over the domes. Treatment was completed with continuous ambulatory peritoneal dialysis (capd) on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak from the cycler¿s cassette compartment when removing the cassette from the cycler at the end of pd treatment. It was reported that there was fluid within the cycler on the date of the occurrence but she did not call fresenius technical support on that date. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that she was receiving multiple patient line is blocked alarms and air detected in cassette alarms during unknown phases after drain 0. She indicated that she cancelled treatment because she was unable to bypass these alarms and it was when she was removing the cassette that she noticed the fluid leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is a pinhole on the cassette¿s thin film over the domes. Treatment was completed with continuous ambulatory peritoneal dialysis (capd) on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.